Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes corrected: b. The reason for the revision reported was likely due to the reported pain, femoral loosening of the right knee, or due to the inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the tibial tray to the respective bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the damage to the polyethylene appears unremarkable in the provided images for a device implanted for 7 years. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 02-012-35-4011 - logic tibia ps mod insrt sz 4 11mm 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 64 yo male patient, initial left knee implanted in (B)(6) 2015, underwent a revision procedure in (B)(6) 2023, approximately 8 years post the initial procedure. The patient has had increasing effusions and pain for the last 2-3 years. Infection work-up was negative. Preoperative diagnosis indicated a failed bilateral total knee arthroplasty secondary to polyethylene wear, osteolysis. Operative notes indicated there were osteolytic debris and synovial inflammation. A subtotal synovectomy was performed. The patella was everted and found to be oxidated and delaminated. The patella was prepared for a 35mm patella button with a composite thickness if 24mm. The insert was removed. The femoral and tibial components were found well fixed. A 13 insert was implanted. There were no device breakages or surgical delays. The patient was last known to be in stable condition following the event. No device returns anticipated. Due to the recall the hospital will not release them. X-rays and device images were provided. No further information. This is 1 of 2 reports for the left knee right knee revision reported under MDR #1 038671-2023-02900 and 1038671-2025-01517.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6 the following sections were corrected: d1/d2a/d2b, h6 MDR section codes updated/corrected: b, c, d, g the reason for the revision reported was likely due to the reported pain, femoral loosening of the right knee, or due to the inclusion of the polyethylene in the packaging recall. Failure of the cement used to secure the tibial tray to the respective bone, may have lead to loosening at the cement-implant interface; however, this cannot be confirmed. Possible causes for polyethylene damage include malalignment between implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the damage to the polyethylene appears unremarkable in the provided images for a device implanted for 7 years. The extent and root cause of the prosthesis wear and femoral loosening could not be determined as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.